Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage could not be determined. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The data download returned an alarm code, which indicates that an occlusion occurred. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's bg (blood glucose) values reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the hip / buttocks. The patient reported receiving an occlusion alarm during a bolus of 2.05 units and he had bleeding at the insertion site when the pod was removed. Patient gave herself a pen injection of rapid acting insulin.